Manufacturer narrative:
The lens was returned in a specimen cup. Viscoelastic is observed on the lens. The lens has been cut in half typical of removal. Power and resolution testing cannot be conducted due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported event cannot be determined. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure the iol was explanted due to the iol being possibly mislabeled. Additional information was provided by the surgeon that the lens was replaced with a different model lens and a half of a diopter difference in power.